Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction, and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported patient effect of vascular dissection is listed in the coronary dilatation catheters (cdc), nc trek neo, instruction for use (IFU) as a known patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the lad with moderate calcification. After a non-abbott stent was implanted, the 4.0x15mm nc trek neo balloon dilatation catheter (bdc) was used for post dilatation and a proximal dissection was noted on optical coherence tomography (oct). The dissection was left untreated. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Nag3 - date received by mfg: initial date was 10/24/2023.